Manufacturer narrative:
The device was returned and the evaluation found that channel was bent. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid ureteroscope was bent and was unable to pass graspers through the channel. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the customer reports that the channel was bent. During inspection, the s-bc confirmed this issue and identified the following: bent outer tube, broken cover glass, distal fiber breakage, debris in the eyepiece, debris in the optical system. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.